Event description:
Allegedly pt. Presented with recurrent pain on the region of his replaced hip. Mr imaging revealed fluid tracking to the region of the greater trochanteric bursa. The fluid showed an increased number of white cells at 2600. His culture was negative. His leukocyte transformation testing showed reactivity to cobalt and nickel. Pt revised.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete.